Event description:
It was reported that multiple intermittent occlusion alarms occurred. The issue caused the customer's blood glucose level to rise to 516 mg/dl. To address the high blood glucose, the customer administered a correction injection via multiple daily injections (mdi). The situation was resolved when the customer changed the infusion set and cartridge and resumed insulin therapy.